Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube was dented; image quality was poor due to a faulty universal cable; and the dented outer tube was caused by a component failure in the rigid tube. A root cause could not be identified. Based on the investigation results, the following was likely the cause of the malfunction: component failure; excessive tension on the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope had a noisy image during a therapeutic total hysterectomy with bilateral salpingo-oophorectomy (tch) procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.